Event description:
A broken silent nite appliance was reported by the doctor. The physical device was returned with a note on the rx reporting "please credit the enclosed broken silent nite gl hinge appliance". On 06/17/2024 the device was received and upon visual inspection of the device it was noted that the arm and the anchor (button) was detached from the appliance on one side. The date of event is unknown.

Manufacturer narrative:
The complaint device has been returned for analysis and the investigation is currently ongoing. The root cause of the event has not yet been identified. Once the evaluation of the device has been completed, a supplemental report will be submitted. Manufacture reference number - (B)(4).

Manufacturer narrative:
The manufacturer previously reported incorrect information. The following correction has been updated in this report. Corrected information g3(date received by manufacturer) and h6 codings that was not captured in the pervious report was corrected in this report manufacturer reference: (B)(4).

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned in the original case. The returned device was visually inspected and found broken part by anchor. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was stained. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer internal reference number is: (B)(4).